Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose of 489 mg/dl, which was treated with insulin pump. Customer believed to have experienced a no delivery. Customer tested insulin pump by running a bolus delivery and insulin did exit. Customer checked blood glucose again and it was 518 mg/dl which customer treated with manual injection. It was found that cannula was bent. Customer received assistance rewinding and priming insulin pump and reinserting.